Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidocis on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer's other blood glucose around 480 mg/dl, over 150 mg/dl, 280mg/dl, 314 mg/dl and 324 mg/dl. The customer did experienced the symptoms such as nausea, vomiting and thirsty. The customer was treated intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. Based on report customer did allege insulin pump was under delivering. The customer performed displacement test and test was passed and high pressure test was failed. The customer stated that the auto mode was not active during high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No under delivery anomaly noted during testing.